Event description:
In (B)(6) 2023 (date unknown) I received the wheelchair I currently use. It was supposed to come with a footrest to elevate. My dr. Was involved in writing the script for the elevated footrest. I fought, called, fought, called until I filed a complaint with new motion. Called escalation team, a field representative finally called and talked to my son. At that point I was in hospital with bigger, swollen feet. I was in the hospital from (B)(6) 2025. Then rehab from (B)(6) 2025 until (B)(6) 2025. I am trying to make this as concise as I can but a lot has happened from 2023 to present. Now I want to go back to (B)(6) 2024. I tried and tried to tell the rehab people at newmotion the chair did not fit my house. The rehab man did not measure the doors and wall correctly; therefore, it is a nightmare with section "o" - the happenings. No matter who I talked to about the size of chair - no one listened. In the meantime, my walls are banged up, the doors have holes in them. Then (B)(6). Date unknown, 2024, the left arm broke off. It was very hazardous to me as I have nothing to hold on to, no place to put my arm or my drinks. I waited 3-4 months for an arm replacement. Then, from that point on, it has been in the shop more than it has been at home. In essence, it has cost me out-of-pocket $2500 to $3000 from the beginning. I have said this wheelchair is a lemon, just like cars, and the slip shod way the engineers at jazzy build them, they should be held accountable and newmotion should be held accountable for the year of 2024 for all the inconvenience and harassment they put me through. I feel this chair will continue to flare up and it should have been replaced in 2023. When I told them the rehab never came and measured my house. It has been a costly, scary, last 2 years - not knowing if something else was going to break and I would be stranded. In (B)(6) 2025, while in possession newmotion, someone jammed the joystick and it was slanted like a ski list. I asked for it to be replaced at no cost to me. I feel this new chair has problems when delivered because it can't not have fell apart 2 years later. The 4-5 other jazzy pride w/ cf last longer and beyond the 5 years set by the government. I am a past polio survivor, am paraplegic - my means of moving, doing daily events, is by motorized wheelchair.